Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately low compared to another device ¿ dexcom, continuous glucose monitoring (cgm). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged inaccuracy began about a month prior to contacting lfs and on (B)(6) 2018, around 5:00pm the patient stated that she obtained an alleged inaccurate low blood glucose result of ¿280mg/dl¿ on the subject meter compared to about 600 on the cgm performed less than 30 minutes apart. Meter to cgm comparisons are invalid in determining lfs criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster) ¿novolog¿ and reported she took 28 units of novalog insulin in response to the alleged product issue. She stated that shortly after 5:00pm she developed the symptoms of ¿delirious, couldn¿t remember, or finish sentences¿. The patient denied receiving or seeking any treatment because her mother passed away that same day. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips were stored correctly, however had expired in 2015. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.